Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: n/a. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) hispanic female patient underwent primary breast augmentation with two 500cc mentor memorygel breast implants. The patient suffered several unexplained systemic symptoms, including breast pain, chest pain, armpit pain, burning sensations, severe anxiety, migraines, dizziness, irritable bowel syndrome, leaking gut issues, elevated liver enzymes, gas, bloating, nausea, body temperature issues, food sensitivities, indigestion, heart palpitations, night sweats, feeling so sick, acid reflex, irregular periods, severe menstrual cramps, joint pain, extreme fatigue, hair loss, vertigo, nausea, and enlarged lymph nodes. No device issue such as rupture was reported. The root cause of the patient¿s symptoms is unclear. At the time of this report, mentor has received no information regarding explantation or an expected explantation date. This medwatch form is for the right breast prosthesis.

Manufacturer narrative:
On june 14, 2022, mentor became aware that the correct date of event was july 14, 2015.